Event description:
It was reported that a smiths medical pump force sensor error-even after force sensor and plunger pcb replaced. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement (updated h6 event problem patient code) device evaluation: one device was returned for analysis in used condition. Visual inspection showed tamper seals were removed/broken on bottom case and plunger assembly, right plunger case was cracked and bottom case was broken. Review of the event history log showed occurrences of "force sensor test" and "force sensor bgnd test." The investigation found that the device displayed "force sensor test" at power up and the force sensor was not able to be calibrated. The investigation determined that an issue with the main printed circuit board was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The main printed circuit board was replaced as well as the plunger cable. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.